Manufacturer narrative:
The acist angiographic contrast injection system, model e2000, has been requested to be returned for evaluation. Upon completion of the testing of the injection system, a follow-up report will be submitted to FDA.

Event description:
User facility reported during a cardiac catheterization, air was injected into the patient. The air was seen on the first run. The amount of air injected was unknown. The patient experienced st segment changes, abnormal heart rhythm, and blood pressure below 90 mmhg systolic. The patient was responsive during and after the event and recovered the same day. The user facility reported that they believe the source of air was an incomplete purge of air from the patient kit tubing. (B) (4).